Manufacturer narrative:
Block h6: device problem code a0401 captures the reprotbale event of pullwire break.

Event description:
It was reported that, during a percutaneous nephrolithotomy procedure using a zero tip basket, the outer sheath of the basket that attached to the handle slid off and the basket stopped working. The pullwire was broken. The procedure was completed with another of the same device. No patient complications were reported.